Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2017 due to chest pains and was septic. The cause of death was diabetic complications. The customer had double amputation of the right leg, had kidney failure, heart disease, double bypass, and infection. The caller stated that the left leg was amputated due to the infection, in order to save the customer, however, the customer passed away the next day. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it was disconnected at the time of hospitalization on (B)(6) 2017. The customer did not using sensors. The caller declined returning the insulin pump for analysis.